Event description:
Healthcare professional reported injector did not retract the needle against the xen®45 gts. There was no eye injury. Surgery was completed with another xen.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Device evaluation: the complaint was able to be confirmed with the initial condition of the xen injector. The bent needle did not allow the needle to actuate. The needle was able to be sufficiently straightened and testing for actuation. For evaluation purposes in the irvine dal, the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The gel stent was not received for analysis. The reported complaint of the xen glaucoma treatment system was confirmed. The returned unit needle was bent causing the xen injector not to actuate as expected. The manufactured xen systems are 100% tested in-process and inspected at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injector did not retract the needle against the xen45 gts. There was no eye injury. Surgery was completed with another xen.